Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
Customer reported receiving a motor error alarm and a battery out limit on the insulin pump after a site change. Customer reported thinking that she dropped the insulin pump because she noticed it was cracked. Customer also reported having the insulin pump at the airport, but not walking through the scanner. Blood glucose level was 145 mg/dl at the time of the call. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.